Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any adverse consequence associated with the patient? Please provide procedure date. A manufacturing record evaluation was performed for the finished device lot lk6523, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic radical prostatectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while knotting. Changed another one to complete the surgery. The surgery was delayed nearly one hour. There were no adverse patient consequences reported. Additional information was requested.